Event description:
It was reported that the subject device exhibited a noisy screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: traces of liquid immersion found inside the light guide plug, which caused the screen to become noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.